Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instruction's for use (IFU), manufacturer instructions (mi), quality control (qc), specifications, visual inspection and functional testing of the complaint device was conducted for the purpose of this investigation. The returned device was examined; which noted that there was one tear in the silicone webbing of the silicone disc and the snap cap was depressed. It was also noted that the iris valve was semifunctional. The valve was leak tested with a syringe and tap water; which confirmed there was leakage with a 20 fr dilator. However, there was no leak without a dilator. When only a wire was placed through the valve, there was a small leak with pulsatile force. The captor valve was disassembled. The top flange of the iris valve was displaced. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Measures have previously been initiated to address this issue. The appropriate personnel have been notified. We will continue to monitor for similar events.

Event description:
A (B)(6) male patient underwent an aortic aneurysm repair on (B)(6) 2015. During the procedure the sheath started leaking at the hemostatic valve. The physician opened a 16fr sheath, introduced it down the existing sheath; which slowed down the leak. The patient lost approximately 800cc of blood. The physician was debating whether to administer the infusion of at least one liter of blood during post op. Other than the blood loss no harm to the patient and no additional procedures are required due to this occurrence. According to the reporter, on (B)(6) 2015 that the patients hemoglobin was at 12 then dropped to 9 and stabilized, therefore the patient did not require blood.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old male patient underwent an aortic aneurysm repair on (B)(6) 2015. During the procedure the sheath started leaking at the hemostatic valve. The physician opened a 16fr sheath, introduced it down the existing sheath and it slowed down the leak. The patient lost approximately 800cc of blood. The physician was debating if to administer the infusion of at least one liter of blood during post op. Other than the blood loss no harm to the patient and no additional procedures are required due to this occurrence. According to the reporter, on (B)(6) 2015 that the patients hemoglobin was at 12 then dropped to 9 and stabilized, therefore the patient did not require blood.